Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital reported an issue encountered with the mps delivery set during use. The perfusionist reported that the delivery set leaked approximately 2/3 though the procedure. The report stated the delivery set was changed out for another one near the end of the procedure. There were no patient complications reported as a result of the alleged event. The delivery set was not returned to the manufacturer for evaluation; however, the hospital did send back two kits from the same lot that could be used for evaluation.

Manufacturer narrative:
The actual complaint sample was not returned to the manufacturer for analysis. The hospital did send back two unused devices from the same lot. The manufacturer performed leak testing on those samples on mps consoles to identify if there were any leaks or delamination. No issues were found with the returned devices. Without the actual complaint sample the complaint could not be confirmed.